Manufacturer narrative:
The investigation of the reported failure mode has been completed. Major bleed: the cause of the injury was not determined since product was not returned and insufficient clinical details provided. Paroxysmal. Atrial fibrillation: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.

Event description:
The user facility reported that during support of the impella 5.5 a patient was going for a possible washout due to bleeding. The patient went into atrial fibrillation (af) overnight with three boluses to contain. The patient was still in af but was controlled on 1mg of amiodarone. The patient was less pulsatile but has since regained pulsatory. The patient survived.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.